Manufacturer narrative:
Qn#1900055530 the customer returned one unit 528235 visistat 35 w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler was returned with the staples severely misaligned evident by the picture on the bottom side of the cover block. The stapler was received with 32 staples left in the cartridge indicating that at least 3 staples were fired by the end user. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger on four separate attempts the stapler failed to consistently drop, properly form and release the staples. The remaining staples were removed from the unit and evaluated under magnification: there were no manufacturing related anomalies noted with the staples themselves. The complaint, "staples deformed" has been confirmed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." Other remarks: the root cause of the complaint cannot be determined. No corrective/preventative actions will be assigned. The reported complaint of "staples deformed" was confirmed based upon the sample received. After a thorough investigation involving functional testing, a probable cause could not be established. The staples in the returned stapler are severely misaligned which is preventing the staples from moving down the track into the forming tool. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The stapler was returned with 32 staples left in the cartridge indicating that at least 3 staples had been fired by the end user. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
The complaint states that the doctor found the staples were inclined (deformed) during use; staples cannot be inserted into skin. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot #73j1600307 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The complaint states that the doctor found the staples were inclined (deformed) during use; staples cannot be inserted into skin. There was no patient injury.